Event description:
New information received notes that the device was explanted. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with inappropriate shock due to discrimination channel under-sensing. Corrective programming changes were made. No adverse patient consequences were reported.